Event description:
Used product - sleep8 CPAP cleaning device using ozone3 to disinfect CPAP masks etc - for ten months. Then developed a skin rash on my face where mask made contact with my skin. Tried wiping CPAP equipment down with CPAP wipes after disinfection with sleep8 device. Rash got worse. Took a while for me to realize there might be such a thing as allergies to ozone3. Research on the internet turned up information confirming my hunch. Have stopped using machine. Further research revealed these devices do not carry an FDA approval nor have they been patented. Residual problem - severe nasal allergy persists even without the use of the sleep 8 machine. Will consult with doctor asap regarding possible permanent damage to my respiratory system given my extended exposure to the ozone 3. FDA safety report ID# (B)(4).